Manufacturer narrative:
Internal file number - (B)(4). Visual and functional inspections were performed on the returned device. The reported failure to deploy the foot was not confirmed. The reported irregular appearance was confirmed to be a loose link which is expected. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The reported difficulties and treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The other proglide device referenced is filed under a separate manufacturing report number.

Event description:
It was reported that an arteriotomy closure of the minimally calcified left common femoral artery was attempted using a proglide device with a 6f sheath after an interventional procedure. Reportedly, after successful insertion and bleed back, the footplate would not lift up to open. The device was removed and the suture was noted to look strange where the suture attaches. Another proglide device was attempted; however, during plunger removal there was an odd tactile feel. A cuff miss was noticed as the anterior needle was not attached to the link. A third proglide was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.